Manufacturer narrative:
(B)(4). Insulin pump had unresponsive buttons due to flattened up and down buttons dome switch. No unlocked lcd keypad connector noted. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime, compromised force sensor test, excessive no delivery test and displacement test or verify motor error alarm due to unresponsive button. Motor passed motor test.

Event description:
The customer reported via phone call that the insulin pump had motor error alarm. The customer blood glucose level was unknown at the time of incident. Customer reports the drive support cap appears normal. Customer did not report motor position encoder error. Insulin pump alarm history contains more than one motor error alarm within a 30 day period. Customer was able to successfully clear the alarm. Customer was able to complete pump rewind. Customer was advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to a back-up plan. The device will be returned for analysis.